Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for the revision had no relation with the broken screw. The specific reason for performing the revision surgery is not known.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision surgery at l4-s1. The patient had undergone the initial surgery on (B)(6) 2019. During the revision surgery, after the surgeon removed 5 out of the 6 (7.5mm x 50mm) screws that were placed a year ago; and when removing the last screw, the upper part of the screw came out with the driver leaving the lower part (roughly 25mm-30mm) of the screw in the vertebral body. The lower part was then removed using a broken screw removal tool. Images of broken screw are not available because screw did not appear to be broken in the pre-operative images. No fragment of the broken screw remained inside the patient and no patient complications were reported as a result of this event.